Event description:
On (B)(6) 2010, the patient notified lifewatch that she developed a severe reaction to the medi-trace electrodes. The patient stated that she called her doctor who diagnosed the reaction as contact dermatitis which went systemic. The doctor prescribed medication which allowed the patient to continue wearing the device with softe electrodes since the reaction was under control. In order to gather additional information on the initial complaint, the patient was called on (B)(6) 2010, and a patient questionnaire was filled out. The patient stated that the glue in the electrodes gave her contact dermatitis which went systemic. She notified lifewatch and was sent sensitive skin electrodes. Patient also stated that she received a cortizone shot.

Manufacturer narrative:
The device was received on (B)(6) 2010, and has not undergone in house testing.